Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced line blocked alarms while using the cadd cleo infusion set. The alarms were resolved by changing the infusion site, at which time a bent cannula was noted. The patient also changed the cassette and tubing on two additional occasions to resolve further line blocked alarms. There were patient involvement and no patient harm.